Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens vaulted in z configuration, in one eye post yag procedure and the other eye was hyperopic post yag procedure. The reason for the yag was not provided. It is unknown which outcome is associated with each eye. This report is for the right eye. Additional information has been requested but has not been received. Reference MDR#2031924-2014-00345 for lens implanted in the patient's left eye.